Event description:
Attempted to deploy cypher stent to rca. Unable to cross lesion, when withdrawing cath/stent assembly, stent dislodged from catheter. Unable to retrieve stent (item retained in pt) another cypher stent deployed successfully. Pt dc home the next day.